Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device model # & section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not detected on the bus. A field service engineer (fse) verified lights on the communication sled, powered down the refrigerator using the key, and shut down the pyxis system. Switched the cable to a different port on the comm sled and rebooted the system. Verified operability through the hardware test application, which allowed customer to recover and access the fridge. Functionality was tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ es refrigerator the station is not detected on bus. The customer stated that they were able to get the medicines from other station there were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ es refrigerator the station is not detected on bus. The customer stated that they were able to .get the medicines from other station there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.